Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was reprogrammed to unipolar post-operatively. It was also reported that subsequently the patient experienced dizziness and that the lead exhibited intermittent over-sensing unipolar mode and short v-v intervals . The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was reprogrammed.